Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible early battery depletion. The device was explanted and replaced. Higher than normal thresholds were also reported for the left ventricular (lv) lead. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.